Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was previously receiving unknown medication at an unknown dose/concentration via an implantable pump for non-malignant pain and degenerative disc disease. It was reported the rep was asked to check the pump status on the patient's pump post MRI. He was told by the emergency room (ER) hcp that the pump had not worked and that there was no drug in it. No symptoms were reported. The event date was not known. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.